Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿under infused¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.